Event description:
Revision surgery- patient had pain and lack of flexion stiffness.

Manufacturer narrative:
The reason for this revision was to remedy pain and limited flexion, and stiffness of the knee. There was no information in this complaint about any patient injuries, activities, accidents, or medical contra-indications that may have contributed to the revision surgery. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. There are no indications of a product or process issue affecting implant safety or effectiveness. Soft tissue release was not reported with this complaint, but it is an option to remedy a stiff joint and improve flexion.